Manufacturer narrative:
A review of the complaint device history records, indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable quality inspections and tests including a 100 % visual inspection. No anomaly was found. A visual inspection of the complaint device was performed by our quality assurance manager. The returned product was impregnated by an uncolored and odorless liquid. On the inner side, at one end of the graft, yellow substance and light yellow areas can be observed. This phenomenon corresponds to a collagen peel-off. The other end and the external side of the graft do not present any abnormality. No conclusion can be drown. The conducted investigation would tend to indicate that the product was meeting its specification at the time of manufacturing. However, the product, as it was received, does not conform to the specification. Therefore, a non-conformity report has been initiated in order to investigate the root cause and take appropriate corrective actions if necessary. Please note that, as per instruction for use, care should be taken when handling the graft to avoid damaging the collagen coating.

Event description:
The hospital reported that during an ascending aorta dissection procedure, a cardioroot graft was being implanted and had to be removed because of a yellow substance on the interior part of the graft. No patient effect was reported.